Manufacturer narrative:
MFR ref no: (B)(4). The device was not returned to baxter for eval and therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that an unk amount of spectrum pumps are delivering fluid from the primary IV container, during pump controlled secondary infusions. The customer also stated that this occurs with proper infusion set up at rates less than 300ml/hr. No pt injury was reported.